Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-22020. We are unable to determine which lead is protruding so we are reporting on both leads. The patient reports, she is experiencing a burning sensation at the incision site, area between shoulder blades is hurting and the wire is protruding outward. The patient is experiencing discomfort at the lead anchor site, burning, and tenderness where the lead is protruding out of the skin. Follow up information identified the physician placed the lead deeper into the incision. The patient continues to be monitored and is improving. Surgical intervention may be pending to address this issue in the future if an infection develops.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2014-22020. Follow up information identified the patient's leads are protruding through the skin at the anchor site. There is no infecton present and the patient is receiving effective stimulation. The patient underwent surgical intervention to remove the entire scs system which resolved the issue.